Event description:
The customer stated smoke was seen coming out of the back of the monitor associated with the cell-dyn 3200 analyzer when the analyzer was in use. The customer turned off the power to the analyzer. The customer replaced the smoking with another monitor not associated with the cell-dyn 3200. No fire was observed by the customer and there was no injury to the customer due to the smoking monitor.

Manufacturer narrative:
(B)(4): smoking. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer returned the crt monitor for evaluation, however, the unit was inoperative due to damage from smoke and was burnt near a high voltage connector from the yoke to the printed circuit board. Due to the possible internal damage, the crt monitor was not tested with live power, therefore, the cause of the smoking crt monitor could not be determined. The new lcd emc upgrade monitor is now recommended for use with the cell-dyn 3200 analyzer. No product deficiency was identified in the product evaluation.